Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, overlay tube has breached depression visible at 4.5 centimeters from the is-1 pin, outer insulation is not breached; overlay tube is not insulation, therefore no electrical issue found. No anomalies found on save to disk. Noted last rv programmed settings of 3.5 volts at 0.9 milliseconds. Device does not have capture management weekly threshold trend data available and all impedance values stable and within a normal range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the device replacement procedure, insulation damage was noted on the right ventricular (rv) lead. It was also reported that the rv lead exhibited increasing thresholds. The rv lead was partially explanted, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.